Event description:
It was reported to philips that the allura system was not powering on. The device was inside of clinical use at the time of the reported event, as per the field service engineer, there was a blown fuse in the mains power distribution unit. No harm was reported to philips. The field service engineer inspected the system onsite and after the replacement of fuse, the device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was not in clinical use. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the mains distribution unit having a blown fuse. The fse replaced the blown fuse and returned the system to use in good working order.